Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system and gastrointestinal bleeding (gib) cannot be conclusively determined through this investigation. A study was conducted to evaluate the association between angiopoietin-2 (ang-2), tie-2, and vascular endothelial growth factor (vegf) with arteriovenous malformation related gastrointestinal bleeding (avm-gib) and its clinical associates. Sixty-five patients had been implanted with left ventricular assist devices (lvads) at loyola university medical center and blood samples were obtained at a median follow up of 13 months following lvad implantation. A total of 19 patients developed avm-gib. It was noted that patients with avm-gib were older at the time of lvad implantation, but the groups were otherwise balanced in baseline characteristics. Patients with avm-gib had increased levels of ang-2 and tie-2 without a difference in vegf. Additionally, patients whose aortic valve opened less than 80% of cardiac cycles had significantly higher levels of ang-2 and tie-2. There was no association between the evaluated biomarkers and other demographic or clinical characteristics including invasive and noninvasive hemodynamics. The study suggested that dysregulation of the ang-2/tie-2 axis among lvad patients is associated with avm-gib. Reduced pulsatility also appeared to be associated with elevations in ang-2 and tie-2. Providing a possible mechanism for the link between reduced pulsatility and gib. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, this document outlines all pump parameters, including pulsatility. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Event details: it was reported through the research abstract ¿digoxin treatment reverses angiogenic switch during heartmate 3 support and is associated with decrease risk for gastrointestinal bleeding¿ identifying that heartmate 3 may be related with gastrointestinal bleed. This study investigated that a dysregulation of angiopoitin 1 and angiopotietin-2 associated with high risk of gastrointestinal bleeding in hm3 patients can be restored by digoxin treatment. A total of 72 patients implanted with hm3 between june 2015 and october 2019 were evaluated in single-center retrospective study, and 7 (10%) experienced gi bleeding.